Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a urology catheter tray. The customer states that a nurse had an allergic reaction to the nitrile gloves. The nurse reported that after inserting the foley catheter in a female pt, the rn's hands became to feel itchy on the palms, back of both hands, and between all fingers. The itch became more intense and swelling began on fingers, palms and back. The nurse also reported that the following day, she felt her throat tightening and had difficult swallowing. She was treated at a local hospital with IV benadryl 50mg, IV pepcid, and IV solu-medrol 80mg as well as an epinephrine sq injection. She was given a medrol dose pack and an epi pen to take home. On the following day, the rn indicated that her body was covered from scalp to toes with red swollen welts and her lips were also swelling. She then was treated with a larger im dose of solu-cortef and a dose of 24 hour zyrtec. On (B)(6) 2010, the nurse reports that she is almost better, there are just a few itchy areas and faint welts to both calves and scalp.

Manufacturer narrative:
Submit date: 04/05/2010. An investigation is currently underway. Upon completion, the results will be forwarded.